Event description:
It was reported that during a da vinci-assisted pancreaticoduodenectomy surgical procedure, the customer discovered that the harmonic ace instrument's tip was broken. There was no report of any fragments falling inside the patient. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. On 05-apr-2022, intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The surgeon was dissecting tissue at the time of the event. No instrument collision was observed. It was confirmed that no fragments fell inside the patient during the procedure. There were no photographic images of the device or a video recording of the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was found with a broken curved blade. Failure analysis found the primary failure of the broken curved blade to be related to the customer reported complaint. A broken piece approximately 0.24" x 0.10" in size was not returned with the instrument. There was material missing. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause is attributed to mishandling/misuse. A review of the log showed the harmonic ace instrument (part# 480275-08 / lot# l90211123-0174) was used on (B)(6) 2022 during this pancreatoduodenectomy surgical procedure with system (B)(4). The harmonic ace instrument is a single-use device. No image or video clip for the reported event was submitted to isi for review. This complaint is being classified as a reportable event due to the following conclusion: failure analysis investigations confirmed a missing piece from the harmonic ace instrument blade, the part of the instrument that goes inside the patient. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, and the customer had reported that no fragment fell inside the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.